Manufacturer narrative:
Physio-control evaluated the customers device and could not verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer.

Event description:
The customer contacted physio-control to report their device repeatedly and unexpectedly powers off after being powered on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report their device repeatedly and unexpectedly powers off after being powered on. There was no report of patient use associated with the reported event.